Event description:
Same case as MDR#6000089-2007-160. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, restenosis occurred. Per the procedure notes, the first obtuse marginal (om) artery was predilated with a 2.5x9mm maverick balloon. The balloon was removed and a 2.5x12mm taxus express2 drug eluting stent was inflated up to 10 atmospheres (atms) to reduce the 95% stenosis to a 20% residual. There were no complications and the pt was in stable condition. Thirty days later, the pt was treated for a lesion in the proximal right coronary artery (rca). Pre-procedure, there was a 75-80% stenosis. Post procedure, there was a hazy 0% stenosis. The physician deployed a 2.5x16mm taxus express2 drug eluting stent in the rca at 16 atms. There were no complications reported. Two months and 20 days later, the pt had 2 non-bsc stents placed to treat in-stent restenosis of the proximal rca. Three months and 24 days later, the pt again presented emergently with persistent chest pain associated with dyspnea and diaphoresis, but no nausea or vomitting. It was subsequently discovered that he had restenosis of his previously placed first om stent. The physician successfully treated the in-stent restenosis with a 2.5x18mm non-bsc stent. Pre-procedure in-stent restenosis of 80% reduced to 0% post procedure. Medications used during the procedure included intergilin and lovnox. The pt was on plavix and aspirin therapy at this time. The pt tolerated the procedure well and was discharged the following day. Two months and 11 days later, the pt presented again with chest pain. An angiogram showed that previously placed stents were widely patent with no significant in-stent restenosis. Two months and 25 days later, the pt presented with chest pain and severe shortness of breath. No in-stent restenosis was found. Tests showed that the aortic valve is thickened consistant with aortic sclerosis. The pt is currently on aspirin, plavix, protonix, insulin, atenolol, neurontin, lisinopril, and vytorin.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.